Event description:
Customer reportedly received blood glucose result of lo (less then 10 mg/dl) on the complete sys. An unk amount of time later, customer reports being unable to obtain blood glucose result on the complete sys while having low blood glucose symptoms. Emt's attempted to use the customer's meter, but were unable to obtain a result (it is not known if the meter produced an error or a result of lo). Customer's blood glucose result on emt's meter was 12 mg/dl and she was treated with IV glucose; symptoms improved. Requested return of suspect device and replacement was sent.